Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the coronary diagonal artery, a 2.25 x 12 mm xience alpine stent was implanted without issue; however, while removing the delivery system, without resistance, the hypotube shaft broke. The device was fully removed from the anatomy without issue. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system was returned for analysis. The stent remains implanted. The reported detachment of a device component was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported detachment of a device component. There is no indication of a product quality issue with respect to manufacture, design or labeling.